Event description:
It was reported that a pump experienced multiple occurrences of system error 322 "link switch (low)" (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upper latch bracket nylon screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/ closed switch connection causing the ec 322. One occurrence of an ec 322 was found during the ehlr portion of the evaluation. The device was determined to not be within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. A system error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate.